Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated patient came to the medical office due to prosthesis mobility. Upon further examination it was discovered that the ilrght abutment screw was fractured.

Manufacturer narrative:
One certain® titanium large hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The drive feature contained additional debris. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® titanium large hexed screws, it is recommended to torque at 20 ncm. A singular cause cannot be determined.